Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead resulting in inadequate pain relief. The patient underwent a lead replacement procedure. The explanted lead will not be returned as it was retained by the customer. The patient has fully recovered. Boston scientific has been unable to obtain the serial number of the lead, as well as the implant date, despite good faith efforts.